Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient fell and and the pocket site incision site opened up and became infected. The system was explanted on (B)(6) 2019.

Event description:
It was reported that the infection is resolved.